Event description:
Pt had tss two years ago and was hospitalized for 4 days. They are now fully recovered. Family member stated they had forgotten to call co then to advise co they have the product available for co investigation.